Event description:
It was reported that during the procedure, the stent would not cross the lesion and a dissection of the coronary artery occurred. Reprotedly some type of intervention was required to treat the dissection.